Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex, nutrineal pd4 unknown bag and physioneal 40 therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was diagnosed with sterile peritonitis with negative cultures. On an unreported date in 2011, pd solutions were discontinued. The patient did not require hospitalization for the event of sterile peritonitis. On (B)(6) 2011, the patient received keflin (cefalotin) 1000 mg ip once followed by 250 mg ip daily(given until (B)(6) 2011), and tobramycin 34 mg ip daily (given until (B)(6) 2011). The patient also received heparin leo 1000 iu 4 times daily ip (therapy dates not reported). On (B)(6) 2011, pd solutions were reintroduced and the peritonitis did not recur. On an unreported date, the patient recovered from the event of sterile peritonitis. The reporter considered the sterile peritonitis to be unrelated to extraneal viaflex, nutrineal pd4 and physioneal 40 therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.